Manufacturer narrative:
(B)(4). A partial lead with the distal tip was returned for analysis. External insulation abrasion was noted at the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of oversensing and loss of capture. (B)(4).

Event description:
It was reported that oversensing continued to occur, which was inhibiting pacing after programming changes were made on the device. The patient experienced syncopal episodes. The physician noted externalized conductors proximal to the rv coil via fluoroscopy and upon extraction. The lead was explanted and replaced. The patient¿s condition was stable.